Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient experienced hypertension and an irregular heart beat earlier in the day. The patient's device was I nterrogated and possible far field r-wave (ffrw) oversensing was noted on the patient's right atrial (ra) lead. No intervention was taken and the ra lead remains in use. No further patient complications have been reported as a result of this event.